Event description:
Stapler load would not staple. The jaws came together but no discharge of staples. Opened new handle and staple load to complete procedure.======================manufacturer response for stapler, surgical, endo gia ultra universal (per site reporter).======================manufacturer provided rga# and shipping container to return for evaluation.